Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker exhibited high capture thresholds, low pacing impedance, and inadequate sensing of r waves. During retraction, it was noted that the helix of leadless pacemaker was bent. The reported leadless pacemaker was not implanted and the procedure was completed with an alternative leadless pacemaker on (B)(6)2022 . The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture, r-wave amp variation, and low pacing impedance were not confirmed while the reported event of helix twist and bent was confirmed. As received, a device was returned for analysis. Final analysis noted that the helix has stretched out of specification consistent with procedure damage. No other anomalies were identified.